Event description:
9-19-94: bilateral simple mastectomies with reconstruction with tissue expanders. 3-29-95: reconstructed with mcghan implants. To date pt has had deflation 2-3 times. 5-1-98: implants removed again for deflation; augmentation with mentor silicone gel implants.